Manufacturer narrative:
Product event summary: clinical data files were received and analyzed. The files did not show any issues on the date of case. The sheath was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking.

Event description:
It was reported that during a cryoablation procedure aspiration from the side port of the sheath could not be conducted. The case was completed successfully and no patient complications have been reported as a result of this event. The sheath was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.